Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade iii, anxiety-product/procedure.

Event description:
Healthcare professional reported "subpectoral implants textured round allergan 525cc, ruptured and capsular contracture baker grade iii". Patient undergone total capsulectomy. This record is for the right side. Device was explanted and replaced with non-abbvie, device will not be returned.